Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode lead into the external auditory canal. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.